Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure was determined to be a defective transmitter. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).